Manufacturer narrative:
It was reported that the joystick clip was broken off by physical abuse of the end user running into things, in turn creating the alleged malfunctions of unintended motion and a 9 flash error code and the injury allegation of a pelvis spiral fracture. Should additional information become available a supplemental record will be filed.

Event description:
Dealer states they are getting a 9 flash code and the upper joystick cable will not stay locked into the joystick, clip was broken off so the 9 pin cable comes out. Provider states the chair still moves even with the 9 flash error code. Provider states the consumer alleges the chair took off without command and drove into his bed, causing a spiral fracture on his pelvis, consumer went to the emergency room at the va afterwards. Provider states the screws on the plug support of the on board charger have broken off, charger does still work. No additional information provided. Update from consumer affairs on 4/26/2016: provider states the end user runs into things with the chair at times and broke off the clip that holds the joystick cable in so it wiggles and comes off at times causing chair to stop if it comes out. Dealer ordered parts to service and fix the chair and no return is anticipated due to repair. Dealer does not believe it is a manufacturer defect and feels it is the end user running into stuff breaking the parts. No further information provided.